Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient had a rash and sore, itchy, blisters under the back therapy electrode pads and under the left breast. The patient's doctor prescribed a cream for the irritation. Follow-up indicated that the irritation improved with use of the cream.